Manufacturer narrative:
The information was not provided.

Event description:
In 2008, ER, a female, patient was implanted with a gore propaten vascular graft in the right leg. A bypass procedure was performed from the common femoral to the popliteal artery. At an unknown date, the patient presented with a graft infection and the graft was explanted.